Manufacturer narrative:
Correction: product event summary - the full lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the stylet was not able to be removed from the right ventricular (rv) lead. The lead was removed from the patient and still the stylet was unable to be removed from the lead. The rv lead was not used and a different rv lead was implanted during the procedure. No patient complications have been reported as a result of this event.